Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. The customer stated that she was hospitalized for diabetic ketoacidosis, but she could not recall the date or any other details. The customer only stated that she has not been wearing the insulin pump for about a year because she's built up so much scar tissue that it no longer worked for her. Nothing further was reported.